Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were 5 patients with small bowel obstruction, bowel infarction, or perforation (nonfatal). It was stated that the events were treated by device removal, device repositioning, or antibiotic treatment. Additional information was requested.

Manufacturer narrative:
Correction: report submitted in error as event was previously reported. Even already been reported in mdrs and therefore should not have been reported again.